Event description:
The ipg was implanted under the patient's arm in 2006. In 2008, the patient went to see his doctor and all of his ipg settings were cleared. Two days later, the doctor explanted the ipg. The exterior of the ipg seemed "hot or shock." The device was returned for analysis due to the device settings being cleared which was thought to have occurred due to a malfunction of the ipg circuits. The patient underwent replacement of the ipg.

Manufacturer narrative:
The ipg was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.